Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bleeding occurred while using the vasoview hemopro 2. This occurred a few times with the same harvester but the number of occurrences are unknown. The harvester confirmed that the product did not malfunction and that the cause of bleeding was due to the technique being used, which was off label. Per the hemopro 2 IFU, maquet advises the user to dissect, ligate, then use a stab and grab technique to take out the vein. This harvester usually dissects, ligates, then uses the hemopro 2 (instead of a stab and grab) to take out the vein. Since this requires cutting and cauterizing the thickest part of the vein, bleeding usually occurs. The same units were used to complete each procedure. The hospital did not report any further patient effects. The products were discarded.